Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation for 12 atmospheres for 5 seconds. The device was immediately removed and replaced with a new cutting balloon to continue the procedure. There were no patient complications.

Manufacturer narrative:
E1-initial reporter phone: (B)(6).